Event description:
Tip of instrument broke off during usage in surgery. Doctor was aware;he chose to leave the tip in the bone rather then try to retiieve it & ordered a post op x-ray in pacu. Doctor read the xray and stated the piece of instrument was in the bone and not free floating. No other treatment was necessary.